Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) and test cup lots i912481 and i6123485 from 13-feb-2018 through aware date (B)(6) 2019. There were no complaints found during the searched period. St aia-pack testosterone (tes) analyte application manual states the following: calculation of results: the aia systems perform all sample and reagent handling operations automatically. The aia systems read the rate of fluorescence produced by the reaction and automatically convert the rate to testosterone concentration in ng/dl. For samples requiring dilution, the aia instruments will automatically perform dilutions and calculate results if the dilution factors are entered into the software. The most probable cause of the reported event has not yet been determined.

Event description:
A customer reported that testosterone (tes) patient results were running higher than usual on the aia-900 instrument. The customer stated that the issue seemed to be occurring while using test cup lots i912481 and i6123485. The quality controls were in range and there were no shifts reported. The customer sent some samples to a reference lab which uses a chemoluminescence, a different methodology than tosoh uses and tosoh results were significantly higher on some samples. Technical support (ts) instructed the customer to run a precision study to check precision. There was no indication of patient intervention or adverse health consequences due to the discrepant testosterone (tes) patient results.

Manufacturer narrative:
Additional manufacturer narrative: during a follow-up with the customer the technical support specialist confirmed that precision study was good and quality controls and patient results were running as expected. The customer switched lot of testosterone test cups. The most probable cause of the reported event was due to normal lot to lot variation. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.